Event description:
Tip of glass thermometer was broken in case prior to use. Father did not notice and used thermometer rectally on child. Child was taken to emergency room for examination. No evidence of glass or bleeding.